Event description:
It was reported that an alert had been generated for out-of-range intrinsic amplitude measurements on the right ventricular (rv) channel. The presenting and stored electrograms (egm) showed loss of rv capture despite higher programmed device output. Additionally, a non-sustained ventricular tachycardia (nsvt) event identified undersensing of the rv signal followed by vp occurring on the t-wave. Evaluation of the rv lead was recommended. The system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.